Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 133 events were reported for this quarter. Product return status: 133 devices were evaluated based on historical data analysis. Additional information: 133 devices were not labeled for single-use. 133 devices were not reprocessed or reused.

Event description:
This report summarizes 133 malfunction events in which the device reportedly overheated. 108 events had no patient involvement; no patient impact. 25 events had patient involvement; no patient impact.